Event description:
It is reported that the posterior acetabulum wall was fractured during reaming. Fixation was supplemented with screws which gained excellent purchase and the cup was stable.

Manufacturer narrative:
Eval summary: the primary surgical notes state that the pt had severe chondral loss and eburnated bone. In general, a fractured acetabular may occur from one or combination of the following: too much pressfit for the bone quality. Implant impacted too deeply. Acetabular reaming may have been too shallow. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.